Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Following the battery performance alert (bpa) advisory, a bpa was received by the clinician and the device was explanted and replaced on (B)(6) 2018. The right ventricular lead was capped and replaced due to oversensing and high impedance. The patient tolerated the procedure well without complications.